Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker longevity was shortened likely due to atrial lead exhibited high output pacing. Boston scientific technical services (ts) suggested requesting engineering to verify that this was the only source of hit to longevity. The representative then stated will send save to disk from office check. Attempts to obtain additional information was made but was unsuccessful. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the high right atrial (ra) threshold measurments continued along with atrial undersensing. It was noted the ra lead and pacemaker exhibited low, but within range, pacing impedance measurements. Although the physician agreed the higher ra output and low impedance measurements would contribute to the pacemaker's battery depletion, he still believed the battery depleted faster than expected. A revision procedure was performed where the ra lead was surgically abandoned and the pacemaker was explanted. No additional adverse patient effects were reported.